Event description:
As reported, as per customer feedback, this vamp system had clots and partial air pockets. There was no allegation of patient injury reported. Patient demographics were unable to be obtained.